Manufacturer narrative:
(B)(4). Concomitant medical products: the surgeon replaced screws striving for additional correction. No device malfunctions reported on the originally implanted screws. 4.5/5.0 lrg. Set screw item number; 00-1600-4001, qty 4, lot number; 194468-b; 4.5/5.0 lrg. Set screw item number; 00-1600-4001, qty 4, lot number 194467-b. Complaint sample was returned for evaluation. Reported event was confirmed. Customer submitted radiographs confirm the spacer was too small. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was determined to be the failure of the anterior vertebral spacer, not an orthopediatrics device.

Event description:
It was reported the patient underwent a revision surgery due to a broken left side rod. The initial surgery was a vcr, vertebral column resection, to posteriorly place a vertabra body spacer.